Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image and b30 error) was not confirmed.in addition, service found the the battery on the printed circuit board had run out.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Related patient (B)(6). The customer reported that when preparing the subject device for use, the device displayed an error code e30 (scope communication error) and no image was displayed. There was no impact to a patient or a procedure. There was no patient/user harm or injury reported due to this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, since the ¿b30 error¿ and the ¿image does not appear¿ phenomena were not reproduced, it was not possible to determine the cause of the event. However, it was likely that they were caused by a communication error that occurred when connecting to the processor with foreign material attached to the scope connector. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿scope communication error: cause: foreign matter (chemical residue, scale, sebum stains, dust, gauze particles, etc.) Is attached to the electrical contacts of the scope connector. Solution: wipe the electrical contacts of the scope connector with gauze moistened with rubbing alcohol and allow it to dry thoroughly. After the scope connector has dried, make sure to connect the endoscope to the output connector of the light source.¿ olympus will continue to monitor field performance for this device.